Event description:
16 fr foley catheter palced in or and tested. Obstetrics unable to remove despite repeated attempts, cutting balloon inflation access, etc. Finally called urologist who suggested insertion of mineral to 'dissolve' so could be removed.